Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 190 mg/dl. After the customer changed the cartridge and infusion set, a correction bolus was delivered to address the bg level. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.